Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip-applier instrument was analyzed and found to the instrument was found to have one severely bent grip notch which holding the clips, causing misalignment of the grip-tips. The grip notch was bent by 0.6mm. The grips were not found to have cracking damage. The complaint regarding hem-o-lok does not detach from the clip was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the medium-large clip applier instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the medium-large clip applier instrument's jaws would not detach from the clip two times. The procedure was completed with no reported injury.